Event description:
Information received with return of the explanted device notes lead dislodgement. During a repositioning attempt, the helix could not be extended nor retracted. Therefore, a new system was placed on the patient's other side. The patient was recovering.